Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most cause of the identified failure(s) is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the ultrasound bronchofibervideoscope exhibited the adhesive on a-rubber (bending section) was detached and the distal end was detached. There were no reports of patient involvement.